Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation where it was tested with retention strips and controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44 mg/dl, 44 mg/dl, 44 mg/dl, level 2: 311 mg/dl, 315 mg/dl, 313 mg/dl. All returned results are within acceptable range. Residues of an invading fluid (blood) were observed in the meter¿s strip port. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 6:09 a.m. The meter result was 37 mg/dl and at 6:10 a.m. The laboratory result was 121 mg/dl. The laboratory result was believed to be correct.